Event description:
A power cord had broken. The device was returned for repair, and upon evaluation it was confirmed that there was metal exposed by a fracture in the connector attached to the power cord. The device was in use at the time but there was no pt harm reported. An investigation was performed and it was determined that the molded female connector on the power cord had fractured. Investigation has shown that the connector was subjected ot physical abuse in excess of design specifications, resulting in the fracture. Design of the power cord meets applicable safety standards including ul 817 and iec 60320.